Event description:
Additional information was received from the patient on (B)(6), that there were nothing unusual that led to the implant depleting quickly and the controller showing 100% when it shouldn't be. The patient also noted that a representative fixed the controller and re-adjusted it. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was something wrong with the controller, stating it kept showing that the controller and the implantable neurostimulator (ins) was 100% full. The patient noted that the controller keeps showing 100% and they think it should be lower after a day or two. The patient reset the lithium battery and it would show the same thing. The patient was redirected to their healthcare professional (hcp) as the controller was replaced not long ago. Additional information was received from the patient on (B)(6) 2019, that she needed a new controller and she was frustrated. During troubleshooting, the patient was able to locate the controller. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event. Additional information received from the patient and a manufacturer representative (rep) on (B)(6) and the coupling was going from goods to excellent. However, it was noted that the ins was located in a fatty tissue area and may have alluded to patient gaining a few pounds since implant. They have been charging for almost a half hour and the ins was still charging. It was reviewed that the controller screen slows down the recharging and it was best to let the screen go dark. The patient reported that she charges both the controller and the ins to 100%, and is depleted the next day. The rep was unable to check the hx due to current battery status and doesn't know if the patient was programmed at hd. The ins was depleting rapidly. The patient stated she normally charges every 3 days. There were no further complications or anticipations reported with this event.